Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor exhibited intermittent r-wave under-sensing. Programming changes were performed. The patient condition was stable.